Event description:
It was reported that during a pulse generator upgrade procedure, the physician was unable to remove the atrial lead from the device header. The set screw was removed from the device and a lead removal tool was employed to successfully remove the lead from the header. The atrial lead was connected to the new device and remained implanted. The patient was doing well post procedure and would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).